Event description:
Edwards received information that this patient has a mitral valve that is experiencing severe regurgitation. When made aware, the length of implantation was one (1) year, six (6) months. The patient was diagnosed with valvular heart disease (vhd). No additional details provided have been provided and the device remains implanted.

Manufacturer narrative:
New information received indicates aortic regurgitation was moderate. This event is not considered a reportable malfunction, nor a product problem.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. No further actions are possible with the available information.

Event description:
Additional information received indicates the (B)(4) regurgitation grading system to be based on a scale of 1 to 6, trivial through severe. In this case, aortic regurgitation of 4 is considered to be moderate. The implant duration was one (1) month, twenty (20) days.